Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 404 mg/dl. Customer also reported that the insulin pump alarmed motor error and a no delivery. Customer treated with manual injection for the high blood glucose. Customer declined troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm or motor error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and missing end cap sticker.